Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be turned on. Review of the log file showed application error: retrieval of sib ip address failed. Fse, rebooted the system. After rebooting, the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.